Event description:
At the beginning of the surgical case, while using an insulated colorado bovie, the insulated sheath was either exposed prior to using the instrument, the current melted through the insulation and caused a very minor burn to the nasal base/nasal sill on the right side.